Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that there were holes in the hose near the muffler, and the rotations per minute (rpm) were below manufacturing specification. It was noted that the vanes of the motor device were worn causing the rpm¿s to be below specification. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that there was a hole in the hose of the motor device. During in-house engineering evaluation it was determined that the rotations per minute (rpm) of the motor device were below manufacturing specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.